Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0c6gu, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that patient was not able to adjust the stimulation implantable neurostimulator (ins) using the programmer unit. The display showed a ¿call your doctor¿ icon with a power-on-reset (por) condition on the ins. No interventions or outcome were reported regarding this event so further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.